Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was hospitalized for peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2010, the patient began remedial therapy with fortum (1gm, daily, intraperitoneal (ip)), cefazolin (1gm, daily, ip) and heparin (1000 units, tid, ip). Pd therapy was ongoing as well as remedial therapy with fortum, cefazolin and heparin. The peritonitis was resolving.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patient's discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.